Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not inflating properly due to the fluid not filling the pump after each compression. The pump would be cycled multiple times before it would inflate and then deflate. The pump would stick when compressed and the deflate button had to be pressed several times prior to working. The ipp pump was explanted and a new ipp pump was implanted. There were no patient complications reported.